Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported ventilator was showing technical failure 316 and 401 alarms. The device logs showed a technical failure 389 alarm. There was no patient involvement during the reported alarms.

Manufacturer narrative:
The device was not returned; however, the device log files were provided for evaluation. A quote was also provided to the customer for a zoll field service engineer (fse) to evaluate the device at the customer site. The customer has not approved the quote for the fse to evaluate the device so a review of the log files was conducted. It was confirmed that the reported alarm was triggered while ventilation was off. We can confirm the reported alarm, however, we are unable to determine a root cause without evaluating the device.